Event description:
It was reported that (1) device was used during a low anterior resection. It was reported by the affiliate that after firing the tl30 instrument, the surgeon examined the rectum digitally prior to inserting cdh device, whereupon the staples from the tl30 fell apart. The surgeon is adamant that the pin was pushed fully home. Surgeon reloaded the device and fired it again across the distal stump and this time it worked fine. There was no consequence to the pt.